Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the pcoip of the navigation system was cycling power with the splash screen for the unit. It was reported that the issue recurred multiple times after powering on the navigation system. It was noted that the issue occurred while installing the navigation system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The pcoip for the navigation system was returned to the manufacturer for analysis. The pcoip was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.